Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap diagnostic. Event description: during a procedure at 3am, a lap diagnostic procedure was performed (no bowel resection was required). Upon completion of the procedure, when the surgeon removed the c0r47 port , he noticed that a piece of the plastic had broken off the distal end of the trocar. A thorough inspection was completed and 2 x pieces of plastic from the trocar were located, removed and placed in biohazard bag along with the trocar. The nurse was unable to provide what instruments were being used within the port. Original email from applied medical representative on (B)(6) 2021 stated the following: the nurse confirmed that the damaged trocar was only noticed at the completion of the procedure when they removed the port. I attempted but was unable to obtain information about the instrumentation that was being used. She confirmed that bowel resection wasn¿t required and the procedure was a lap diagnostic. Additional information received via email from applied medical representative on (B)(6) 2021: I have just spoken to [name] at [hospital name] and she has confirmed that the incident had no impact on the patient. Type of intervention: a thorough inspection was completed and 2 x pieces of plastic from the trocar were located, removed and placed in biohazard bag along with the trocar. Patient status: incident had no impact on the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of plastic fragments. The distal glue line was cracked and fragmented. Based on the condition of the returned unit, it is possible that the distal glue line came in contact with an instrument, causing the cracks and fragments. It is also possible that the glue was more susceptible to fragmenting. However, the exact root cause of the glue fragments is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap diagnostic . Event description: during a procedure at 3am, a lap diagnostic procedure was performed (no bowel resection was required). Upon completion of the procedure, when the surgeon removed the c0r47 port , he noticed that a piece of the plastic had broken off the distal end of the trocar. A thorough inspection was completed and 2 x pieces of plastic from the trocar were located, removed and placed in biohazard bag along with the trocar. The nurse was unable to provide what instruments were being used within the port. Original email from applied medical representative on (B)(6) 2021 stated the following: the nurse confirmed that the damaged trocar was only noticed at the completion of the procedure when they removed the port. I attempted but was unable to obtain information about the instrumentation that was being used. She confirmed that bowel resection wasn¿t required and the procedure was a lap diagnostic. Additional information received via email from applied medical representative on 18 august 2021: I have just spoken to [name] at [hospital name] and she has confirmed that the incident had no impact on the patient. Type of intervention: a thorough inspection was completed and 2 x pieces of plastic from the trocar were located, removed and placed in biohazard bag along with the trocar. Patient status: incident had no impact on the patient.